Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, computed tomography (CT) scan of the abdomen revealed no evidence of migration, stenosis or fracture. The proximal tip of the filter is tilted to the left by 16-17 degrees/ the lower medial bar above the lower aspect of filter appears to extend slightly outside the wall of the inferior vena cava (ivc). The posterior barb appears to project posterior to the posterior wall and probably lies extrinsic to the wall without evidence of adjacent hematoma.

Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, computed tomography (CT) scan of the abdomen revealed no evidence of migration, stenosis or fracture. The proximal tip of the filter is tilted to the left by 16-17 degrees/ the lower medial bar above the lower aspect of filter appears to extend slightly outside the wall of the inferior vena cava (ivc). The posterior barb appears to project posterior to the posterior wall and probably lies extrinsic to the wall without evidence of adjacent hematoma. It was further reported that the proximal tip of the filter was satisfactory positioned just below the proximal aspect of the right renal vein with the left renal vein above the level of the filter. The diameter of the ivc at the level of the proximal aspect of the filter was 20 millimeter. No evidence for perforation or irregularities of the adjacent wall proximally.